Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 unspecified bd syringes experienced issues with the volumetric accuracy. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via survey response that the clinician encountered difficulty drawing fluid / medication into syringe (5), questionable volumetric accuracy (10) and difficulty making a secure connection to needle or other luer device (5) related to luer lok and luer slip tip syringes.